Event description:
It was reported that the abutment/crown loosened after being placed. The abutment/crown was swallowed by the patient. A new scan was sent to remake the abutment.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier - (B)(6). A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number ¿ k143505. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.